Manufacturer narrative:
(B)(4). The reported noise was confirmed in the laboratory via review of the stored electrograms. The device was tested on the bench and no anomaly was found. The cause of the noise could not be determined.

Event description:
It was reported that during follow-up, noise, and a longevity data anomaly were observed. The noise was reproduced with movements of the pocket and the arm. The tachycardia therapies were programmed off. The device was successfully explanted and replaced. The patient did well and was stable. The patient was discharged the next day.